Manufacturer narrative:
Device failure is suspected.

Event description:
It was reported that the patient had high impedance on both normal mode and system diagnostic tests. There was no trauma or manipulation reported. Per the physician, the patient may have possible increase in seizures, but is not sure because patient does not recognize seizures. Patient's device was programmed off and the patient is tentatively scheduled for revision surgery.